Event description:
The infection was reported to be pseudomonas bacteria.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, the report of damage to the outer jacket of the internal portion of the driveline was confirmed through the evaluation of the submitted photo. The account reported that the patient was admitted from (B)(6) 2021 through (B)(6) 2020 due to a driveline infection, positive for pseudomonas. During the incision and drainage procedure for the infection, the surgeon stripped off the velour coating on the internal portion of the driveline and cut into the silicone. The submitted image captured the damage to the silicone jacket. Upon further inspection, the kevlar material of the underlying armor layer appeared to be intact and no wires were exposed. The clinical consultant spoke with senior heartmate 3 engineers to discuss the situation and possible options. Per the primary recommendation from the engineers, the surgeon externalized the cut portion of the driveline and wrapped it extensively with tape. The wound vac was then applied following debridement. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The hm 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. Additionally, the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, the IFU and patient handbook contain information on how to care for the driveline. These documents instruct patients to call their hospital contact right away if the driveline is damaged (or might be damaged). The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, several sections of the IFU and patient handbook provide information regarding how to care for the driveline. These documents instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03mar2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the surgeon called the clinical coordinator to report a cut in the patient's driveline during incision and drainage procedure for a driveline infection. The surgeon stripped the velour and cut into the silicone. The clinical coordinator consulted the heartmate 3 engineers to discuss the situation. The engineers recommended to externalize the cut portion of the driveline, if possible, and wrap with silicone tape. The clinical coordinator communicated this to the surgeon and it was decided to be feasible. The surgeon externalized the cut portion of the driveline and the driveline was wrapped extensively with tape and the wound vac was applied.